Event description:
It was reported that this right atrial exhibited high pacing impedance measurements and loss of capture. As such, a lead fracture was suspected. At this time the lead remains in service. No adverse patient effects were reported.